Event description:
It was reported that suture placement in the right common femoral artery using a prostyle device using the pre-close technique via a small 7f sheath hole prior to a percutaneous coronary interventional procedure. The suture of one prostyle device was successfully placed. The sheath size remained a 7f and the percutaneous coronary procedure was completed. Reportedly the knot locked in place before the knot reached the vessel and did not achieve hemostasis. Manual compression was applied to achieve hemostasis. The physician was in training during the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported failure to advance the knot could not be determined factors that contribute to the reported failure to advance the knot may include, but are not limited to, user pulled non-rail limb too early, excessive force on knot, pulls rail limb to form knot while pushing device down rail, knot jams in subcutaneous tissue. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.